Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was working on christmas lights when they received an inappropriate shock due to electromagnetic interference (emi). One high rate non-sustained episode episode indicated oversensing on both the atrial and ventricular channels. The device appears to be currently functioning as programed. No further patient complications have been reported as a result of this event.